Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other clip delivery system (80618u188) referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mean pressure gradient was 3 mmhg. The first clip delivery system (cds-80821u139) was advanced to the mitral valve without issue. During grasping attempts, the anterior leaflet flail was getting hung up on the gripper arm. An attempt was made to reposition the clip, however grasping the leaflets was difficult because the gripper arm would not come down. The clip was not implanted and the cds removed. Another cds was advanced and implanted successfully. To further reduce mr, a second clip (80618u188) was implanted; however, shortly after clip deployment, the clip moved about 20 degrees, but remained attached to both leaflets. Mr remained at 2, but the mean pressure gradient increased to 6 mmhg, so no further intervention was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to open or close (gripper actuation issue) was not confirmed as the device performed as expected during testing. The reported difficulty grasping and physical resistance could not be replicated in a testing environment as it was related to operational conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definite cause for the reported difficult to open or close (gripper actuation issue) could not be determined. Additionally, the reported failure to adhere or bond (leaflet grasping - clip not implanted) appears to be due to combination of challenging patient morphology/pathology (anterior leaflet flail) and procedural circumstances of the reported gripper actuation issue. Lastly, the reported physical resistance with the patient anatomy also appears to be due to the challenging patient anatomy (anterior leaflet flail); as it was reported to be continuously getting hung on the gripper by the account. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.